Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were separated from forty-five (45) minicaps. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Forty-five (45) samples were evaluated. The samples were received with the aluminum foil peeled. A visual inspection was performed with the naked eye which revealed an iodine leak which stained the threads and surface of the cap on twenty (20) of the samples and the sponge was found fully separated from the cap on the other twenty five (25) samples. The products failed to meet specification. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address the issue of separated sponge. Should additional relevant information become available, a supplemental report will be submitted.